Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be the pins on the trocar were not fully seated into the sleeve before the drill was activated. This would result in the sleeve and trocar spinning at different rates causing them to cold weld together. However with the information provided, and without the complaint device to evaluate, we cannot determine a definite root cause for the reported failure. No nonconformances were identified for this part-lot number combination. Per qlik query executed 07/22/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during an acl procedure the sheath on the customer's rigidfix biocryl 2.7 mm btb cross pin kit got stuck in the trocar and became cold welded. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep stated that the device was discarded by the customer.